Event description:
Customer reported cracks on the insulin pump. The blood glucose reading was 118 mg/dl. The cracks were on the battery compartment and the screen. Customer was unsure of how the damage occurred. Nothing further was reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot. No cracked screen noted.